Manufacturer narrative:
.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ca2 calcium gen.2 (ca) on a c501 analyzer. No other sample results were questioned and there was no problem with other assays. The sample was not checked for clots and was poured into a sample cup prior to running. No clot was seen in the sample cup. The sample initially resulted as approximately 15 mg/dl and this value was reported outside of the laboratory. The doctor asked for a repeat of the sample. The sample was repeated, resulting as 9.1 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ca reagent lot number was 14842601, with an expiration date of 07/31/2017. The field service representative determined the cause to be related to the patient sample. He worked with the customer over the phone. The customer ran a precision study on the analyzer and this passed. The customer declined on-site service. A specific root cause could not be determined based on the provided information. No evidence of a reagent related root cause was found as calibration and controls were ok. Since the issue is reported as a single event, the cause is assumed to be related to pre-analytic sample handling.